Event description:
Perforation of the colon during laparoscopic cholecystectomy. Conversion to open procedure; colon sutured. According to info rec'd from o.r. Supervisor, the incident was not related to device performance. It is believed that the colon perforation was a result of surgeon error. There was no device failure, malfunction or breakage, and it continues to be used by the hosp without any problem. Additionally, the pt has been reported to be fine post-op. This event is occurring below the frequency and severity that are usual for this device.